Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.8. Date: (B)(6) 2010, inratio: >7.5, inratio2: >7.5. Date: (B)(6) 2010, lab: 7.3. Repeat testing on inratio2. On (B)(6) 2010 testing used strip lot #234586. On (B)(6) 2010 testing used strip lot #232886. Pt was admitted to this facility (B)(6); on coumadin 5mg, aspirin 325 mg, and lovenox subq 60 mg bid. On monday (B)(6) inr results using strip lot# 234586 was 1.8, dose was increased to coumadin 6mg.

Manufacturer narrative:
Investigation pending.